Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. The device was reprogrammed. The patient had no adverse consequences before, during or after the event and was in stable condition.